Event description:
The pump's clamp-bar became unlatched during use and the pt did not receive any medication during a 1-week infusion regimen. Per the complainant, there was no injury associated with the event.